Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The user's blood glucose level was 150 mg/dl. Recommendation was made to remove the o-ring and load a new cartridge. The user acknowledged.